Manufacturer narrative:
Product analysis # (B)(4): equipment used: video inspection system (m-85519), ruler 200cm (m-83361), camera (panasonic lumix dmc-zs5) . As found condition: the phenom catheter was returned for evaluation inside a biohazard bag and a shipping box. The pipeline flex shield delivery system was not returned. Visual inspection/damage location details: the catheter tip and marker band were examined, and no damages were found. The catheter body appeared to be flattened at 4.2cm to 11.6cm from the distal tip, and kinked at 7.5cm from the proximal end of the hub. No flash or voids molded were observed in the hub. Testing/analysis: the total and usable lengths of the catheter were measured to be within specifications. The catheter was flushed with water and found to be patent. Subsequently, an in-house 0.0260¿ mandrel was run through the catheter tip and hub. The mandrel successfully passed through the catheter hub without issue, but it got stuck at 7.5cm from the proximal end of the hub. Conclusion: based on the analysis findings, the customer complaint was confirmed as the returned catheter was found flattened and kinked. These damages may have occurred when the customer attempted to deliver/retrieve the pipeline flex shield through the catheter against resistance. However, the cause of resistance could not be determined. Possible causes of resistance include vessel tortuosity and lack of continuous flush with heparinized saline during the procedure. However, the customer reported that vessel tortuosity was normal, and the continuous flush with heparinized saline was used, ruling out vessel tortuosity and continuous flush as potential causes. The root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that they encountered great difficulty in delivering the stent into the shapeable microcatheter, and the shapeable microcatheter was unable to retrieve the stent, rendering both the stent and the shapeable microcatheter unusable. There were no symptoms reported. The reported device and any accessory devices were prepared as indicated in the IFU and the catheter was flushed as indicated in the IFU. The patient was being treated for an aneurysm. The access vessel was the femoral artery with an 8mm diameter. Vessel tortuosity was normal. Additional information received reported on november 13, the catheter encountered resistance during the operation and no further attempts could be made. The stent was the ped2 pipeline sheild. Additional information was received that resistance occurred in the proximal section. A continuous saline flush was administered and maintained as indicated in the IFU. There was no damage observed to the pipeline pushwire or catheter.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.